Event description:
It was reported that the tubing of a small volume infusor had black foreign material. It was unknown if the foreign material was located outside or inside the tubing. This was noticed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of march 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), and h11: h4: the lot was manufactured between february 20, 2024 ¿ february 21, 2024. H11: the device was received for evaluation. A visual inspection was performed and a 0.15 square mm black speck on the filter inside the bladder was observed. There was no particulate in or on the tubing. A fourier transform infrared spectroscopy (ftir) test was attempted on the black speck, but the speck was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the tiny black speck could not be determined. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device's filter is designed to prevent particulate matter that is upstream of solution filter from moving out of the bladder. The particulate matter observed upstream of solution filter (located in the bladder/reservoir) does not have potential to be infused to the patient and therefore it is not likely to cause death/serious injury. Should additional relevant information become available, a supplemental report will be submitted.